Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer's blood glucose was 107 mg/dl. The insulin pump was exposed to moisture. There was water underneath the screen. The troubleshooting was performed for the fluid exposure. Customer stated that the home screen was not appear on the display. The customer advised that the insulin pump will need to be replaced and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch.